Event description:
It was reported that sensing anomaly was observed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that externalized conductors were observed. All electrical measurements were normal. The lead was capped and replaced.